Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a low monitoring voltage of 2.64 volts. The charge time was reported to be 15.9 seconds. These observations were made while the device was being removed from storage mode, as this device is a boxed unit. A guidant technical services (ts) consultant recommended returning the device to guidant for analysis.